Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. One day after event onset, the patient was treated with vancomycin injection (1.5gm, every fifth day, ongoing), meropenem injection (500 mg per bag, intraperitoneal, ongoing) and amikacin injection (100mg per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.